Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was in the intensive care unit (ICU) for non-pump therapy related issues. It was noted that the pump was due to be filled soon, so the hcp wanted to change the alarm volume to prevent the pump alarm from sounding. Upon interrogation, "motor stall occurred" and "stopped pump may exceed tube set" messages were seen. It was noted that the patient recently had an MRI on (B)(6) 2016 and it corresponded with the date of the stall in the logs. The pump was not checked after the MRI. It was further noted that a tube set error was logged on (B)(6) 2016. The logs also showed a recovery date of "today", (B)(6) 2016. It was also noted that the pump was not and had not been alarming. Additional information has been requested regarding the patient's medical history; concomitant medications; the dose and concentration of baclofen; the lot number of the baclofen; the reason the patient was in the ICU; symptoms; and actions/interventions taken, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the physician's office that indicated that they were not aware of any symptoms that the patient experienced in relation to the intermittent motor stalls. The patient had medical history, but there was not enough room on the form to report it all. There was no troubleshooting performed in relation to the intermittent motor stalls. Additionally, the healthcare provider had not known about the motor stalls. The patient had been asymptomatic (no severe withdrawal or anything similar). The hcp (healthcare provider) further indicated that the alarm volume had been electively decreased to prolong a necessary refill as the patient was hospitalized for a grade four pressure wound. There was no pump issue. The hcp got a "motor stall over length of catheter message". The pump had been interrogated twice, as instructed, and the pump was running fine as far as the hcp knew. The logs did equate to an MRI done approximately 10 days prior. There was no alarm or symptoms. The patient was fine from an itb (intrathecal baclofen) standpoint and was in the picu (pediatric intensive care unit). The healthcare provider planned on filling the pump next week and would check the logs.